Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, the warning [65] was displayed: ¿technical issue. Rf has been automatically deactivated due to external unexpected activations on (B)(6) 2016. Please reactivate it if needed¿. The physician reactivated the rf communication. On (B)(6) 2017, it was checked and confirmed that rf was still activated. The patient reported that he was not exposed to any direct environment that could cause interferences, but there is a lightning rod in the building in front of his building at a distance of 2 meters.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on 1 february 2017, the warning [65] was displayed: ¿technical issue. Rf has been automatically deactivated due to external unexpected activations on (B)(6) 2016. Please reactivate it if needed¿. The physician reactivated the rf communication. On (B)(6) 2017, it was checked and confirmed that rf was still activated. The patient reported that he was not exposed to any direct environment that could cause interferences, but there is a lightning rod in the building in front of his building at a distance of 2 meters.